Manufacturer narrative:
(B)(4). This initial/final MDR will be the only report submitted for MFR report #3008114965-2018-00571. Product code: krd/hcg. Concomitant medical product: dcb ((B)(4)), microcatheter (prowler select plus), enpower. (B)(6). Based on the information, the event could not be confirmed. The product was not returned for analysis; however, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. A non-conformance was generated because outer diameter (od) of the resistance heating (rh) coil assembly was not inspected during product final inspection. A health hazard evaluation concluded that the primary risk of the rh coil od being out of specification is that the end user would experience friction while advancing or retracting the device through a microcatheter. In addition, statistical evaluation in the hhe indicated that product in the field should be within specification, even though the required inspection was not conducted. Based on the results of the hhe product was released as acceptable. There are no current safety signals for this lot number, product, or issue. All product rejected during manufacturing was identified as scrap and properly accounted for.

Event description:
It was reported by a healthcare professional that a deltafill 18 coil ((B)(4)) could not be detached during a coil embolization procedure of an aneurysm for evar at the iia. It was reported that an energization failure occurred. Therefore, the coil was replaced with another one. The patient was a (B)(6)-year-old male whose vessel was not torturous and not calcified. A dcb ((B)(4)), microcatheter (prowler select plus), and an enpower were also used for this procedure. The procedure was successfully completed without further issues or delay. There was also no patient injury/complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and a constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The product is not available for the investigation. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). This follow-up MDR will be the only report submitted for MFR the initial report. This MDR is being submitted to report the following additional information that was received on june 04, 2018: the patient was a 75-year-old male. No damage was noted to the device prior to the procedure.

Manufacturer narrative:
(B)(4). This follow-up MDR will be the only report submitted for MFR report #3008114965-2018-00571. Additional information received on march 29, 2018: (B)(6).